Event description:
It was recently reported that the pt was admitted to the hospital in 2000 with symptoms of lethargy and headache. Pt had been under treatment at that time for several days with amoxicillin for otitis media. The pt had a lumbar puncture which was cloudy. The white cell count was 4,000 and red cell count was 400. Antibiotic therapy with cefotaxime was initiated. The cfs culture confirmed that the infection was pneumococcus meningitis. The gram stains showed gram positive cocci and chains. The latex agglutination test was negative. The pt was prescribed vancomycin in addition to cefotaxime and responded well to treatment.